Manufacturer narrative:
(B)(4). The device is not available to baxter. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The CAPA (corrective and preventive action) number, trend review information. And batch review results were inadvertently omitted in the initial medwatch report. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA investigation (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured. The event occurred during filling. According to the reporter, during the last filling of 5-fluorouracil through a 50milliters bd syringe (total fill volume 103milliliters), the bladder ruptured and the solution spread in the housing cap and outside the infusor. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.